Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to stem and sleeve loosening. Update ad 27 mar 2019: (B)(4) has been re-opened under (B)(4) due to receipt of unf and medical records. After review of medical records, the patient was revised for aseptic loosening of the left tha. Operative notes reported that the inferior two-thirds of the abductors were deficient and scarred. The stem was grossly loose. Part, lot number and doi has been provided. Added lawyer, law firm, medical history and patient dob. Update patient initials. Doi: (B)(6) 2006; dor: (B)(6) 2016; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial meadwatch, a follow-up medwatch will be filed as appropriate.